Manufacturer narrative:
G4: this device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Event that occurred are video image failure and water vapor was observed. Based on the investigation, a potential root cause of these failure are allows. 1) video image failure: substances inside the patient's adhered to the led cover glass for the light, changing the color of the light and preventing it from achieving the correct hue. 2)water vapor was observed. Substances inside the patient's body adhered to the led cover glass at the tip of the scope, and the moisture in the adhered substances was evaporated by the thermal energy of the led, turning into steam. Following the results of the investigation, hra (health hazard evaluation and health risk assessment) was performed. According to hra (hv-hra-0184), since the residue adhered to the illumination lens of the endoscope, it is assumed that the moisture contained in the residue evaporated as the adhered residue absorbed the illumination light and was heated, which was recognized as smoke. Also, it is assumed that the residue coagulated and solidified on the illumination lens, resulting in the observed image having a reddish color. The results of the desk test suggested that minor burns may occur if the endoscope is pressed against a mucous membrane for a certain period of time (more than 3 seconds) while the lens is covered with blood and the temperature of the distal end of the endoscope is elevated. However, there were no actual complaints of mucous membrane burns. Some medical experts pointed out that some physicians who are not familiar with the endoscopy procedure may have the distal end of the endoscope contact the mucous membrane for a certain period of time when inserting the endoscope into the large intestine. After the in-house review, this case was determined that MDR is necessary. There is no significant increase in repair complaints for this failure mode/hazard, and no increasing trend. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 24-mar-2023 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 12-apr-2023. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Event description:
During a colonoscopy, the physician complained of a red image with the I-scan for characterisation, which prompted him to take out the endoscope to check that nothing was present on the lens. It was when they took out the endoscope that they realized that smoke was coming out of the distal end of the endoscope. Nobody hurt. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.